Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she experienced a loss or change of therapy. The patient programmer was showing poor communication screen. She was not feeling stim a day prior to this call. A day later, the patient further reported that she was finally able to connect with patient programmer and made adjustment but still did not feel stimulation (she had attempted to increase from 1.5 to 2.5). It was indicated that she had an increased in urination as well as pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.